Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Battery testing was performed and failed. A review of the downloaded data log did not confirm the reported event of loss of connection. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.